Event description:
It was reported to philips that the geometry movements were faulty. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the ongoing procedure was aborted and completed when the system was fixed. A philips field service engineer (fse) went onsite and confirmed that all the geometry movements were faulty. The system logfile was checked and found no obvious error/malfunction. However, onsite troubleshooting found that the x10 fuse in ny was burned out, and while disconnecting the load it was also found that the defective advanced motion controls (amc). To resolve the issue, the fse replaced the amc triple servo drive hp-lp-lp and the fuse. Following these replacements and performed relevant calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.